Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2016 with the following findings: review of the black box data revealed the last bolus delivery was recorded as a 0.50 unit bolus on (B)(6) 2016 at 22:49. The last basal delivery was on (B)(6) 2016. On (B)(6) 2016 at 00:23, an unexplained power on reset event occurred and deliveries were never resumed. The total daily doses added up correctly to reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was determined to be delivering within the required range accurately. No delivery interruptions, errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the complaint. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery of insulin to the patient. There was no health consequence to the patient associated with the reported incident.